Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery would not charge. Customer was unable to use the pump and blood glucose elevated to 594-700 mg/dl with moderate ketones. Customer was treated in the hospital emergency room with manual insulin injections. Customer left emergency room after 5 hours in stable condition and improved blood glucose (200 mg/dl range). Customer reverted to manual injections for insulin therapy.